Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone called that they getting failed battery error alarm on the pump. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that they need to replace battery every 7 days. Customer was advised that pump will need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected low battery, battery out limit or failed battery test alarms noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had a corroded battery tube, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.